Manufacturer narrative:
Follow-up # 2 correction. Supplemental sent to correct information previously sent. Alert date should have stated (B)(6) 2015.

Manufacturer narrative:
Correction (B)(6) 2015: the reporter confirmed with the customer service representative that there were no issues with the subject meter and that her husband had actually misplaced the subject meter and did not want to purchase a new one. Thus, the classification of this complaint is being updated and ruled out.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.